Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw (lot: 40911a2040) was chosen for implantation. Grasping both leaflets was impossible in a2/p2 position due to a large coaptation gap. The leaflets were grasped in a1/p1 but there was not an adequate reduction in mr. Therefore, the clip was retracted to the left atrium. During this, the clip became caught on the tip of the steerable guide catheter (sgc). The clip could not be fully retracted into the sgc. The physician decided to remove the sgc with one of the clip arms not retracted into the sgc. The sgc was retracted to the groin where resistance was noted and the clip then detached from the clip delivery system. On fluoroscopy, it was noted that the clip was inverted. A forceps was used to pull the clip which caused it to disassemble. Vascular surgery was consulted and the disassembled clip was surgically removed. All pieces of the disassembled clip were removed. The patient was reported to be stable. There was no damage to the sgc. Mr remained unchanged grade 4.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp appears to be related to patient morphology/pathology due to large coaptation gap. A cause for the reported difficult removing the cds from the steerable guide catheter (clip caught on tip of guide) cannot be determined. The reported premature deployment (clip detachment) appears to be due to maneuvers to remove the clip from the guide tip. The reported material separation (clip disassembled) was due to the user using forceps to pull the clip. The reported surgical intervention and removal of foreign body in patient were results of case specific circumstances as forceps were used to remove all the dissembled clip and its components. There is no indication of a product issue with respect to manufacture, design or labeling.